Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had blood backflow. The following information was provided by the initial reporter: the IV tubing had blood backed up half the length of the tubing although it was still infusing. When I checked the line I found that the chemo bag (cytarabine) was infused and that roughly half of the primary bag having been infused as well, almost as if the pump was pulling from both lines. This was near the tail end of the infusion with only 30 mls approx remaining. By the time I came back to take the line down the remainder of the blood in the tubing had reinfused into the patient. At the time the pt said they had only been to the bathroom. There was no leakage present around the patient area nor did the patient say the line read any error while I was on break. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? 06-13-2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No negative outcome to the patient has been reported.

Manufacturer narrative:
One sample of primary infusion set a one sample of a secondary infusion set were submitted for quality evaluation. Visual examination of the samples did not indicate any damages or abnormalities. The infusion sets were primed and connected to each other. A simulated infusion was conducted at 125 ml/hr for 1 hour. There were no issues with leakage, occlusion, air-in-line or flow. The customer complaint that blood backing up into the line could not be replicated. A root cause was not established because the reported issue could not be replicated. A device history record review for model 24600-0007 lot number 25025274 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.